Manufacturer narrative:
Section: h3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, patient experienced a dislocation, explantation of head and liner and revision two weeks after a tha. The patient¿s current health status is unknown. No additional requested information was provided for evaluation. Without the requested information, the root cause of the dislocation cannot be definitively concluded however, the revision was reportedly due to dislocation. The patient impact beyond the reported events cannot be determined. No further medical assessment is warranted at this time. Should any additional clinically relevant information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tha had been performed on (B)(6) 2021, the patient experienced an early dislocation. A revision surgery was required to address this event; the r3 0 deg xlpe acet lnr 32 mm x 56 mm and the oxonium fem hd 12/14 32 mm +4 were explanted. The liner was changed to a constrained liner. Acetabular cup and femoral stem were left in situ. Current health status is unknown.